Event description:
It was reported that customer experienced delayed touchscreen response on pump, with screen not registering touch on first attempt when unlocking. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, no troubleshooting or corrective actions were performed, and no additional information was obtained regarding the outcome of the event.